Event description:
It was reported by the customer that a pyxis medstation system had an interface down issue and all orders are not crossing. The customer reported that users were unable to remove medications and there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: b5, d1, d4, d5, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that issue was on customer interface network. A technical support specialist confirmed that the customer resolved the issue with epic team. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders are not crossing to station due to software issue. A technical support specialist verified the server and they found issue was on customer host. The issue was resolved with third party team, after which messages began to crossover. The system was functioned as intended. The serial number, UDI and manufactures details kept blank since the given asset information found to be es server.

Event description:
It was reported by the customer that a pyxis medstation system had an interface down issue and all orders are not crossing. The customer reported that users were unable to remove medications and there was no patient harm. There were no adverse events or injuries reported based on this incident.